Event description:
It was reported while using the bd microtainer® contact-activated lancet, the nurse experienced a dirty needle stick injury from a failed retraction issue - delay or no retraction of the device. The following information was provided by the initial reporter. The customer stated: "a staff nurse reported sustaining a needle stick injury from the bd contact activated lancet (purple). Nurse report that after use and post-activation of the lancet, the lancet remained exposed or was not fully disable after use. Contact below is the ER director. She reported the issue and it was an rn in the emergency department that had the reported needlestick will using our lancet."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to did not fully retract as all samples met specifications. Based on a review of the device history record for the incident lot, during quality control in batch 1 of lot number under complaint, 2 pcs. With lack of retraction were found. Containers were scrapped. All product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
For (B)(4) manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed. As (B)(4) is an (B)(4) manufacturing site. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using the bd microtainer® contact-activated lancet, the nurse experienced a dirty needle stick injury from a failed retraction issue - delay or no retraction of the device. The following information was provided by the initial reporter. The customer stated: "a staff nurse reported sustaining a needle stick injury from the bd contact activated lancet (purple). Nurse report that after use and post-activation of the lancet, the lancet remained exposed or was not fully disable after use. Contact below is the ER director. She reported the issue and it was an rn in the emergency department that had the reported needlestick will using our lancet."